Manufacturer narrative:
The field service engineer (fse) found disconnected tubing at port 6 of the distribution valve (dv) that caused the leak. The fse reattached the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained diluent/cleaner leak of about 2 ml from the unicel dxh 800 coulter cellular analysis system during startup. There were daily check failures for retic and nrbc reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.